Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two ppak devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat an unspecified lesion. On attempting to inflate an unspecified balloon dilatation catheter with a priority pack indeflator to 12 atmospheres, a contrast leak was noted inside the indeflator (below the gauge). Two new indeflators were used; however, the same issue occurred. The procedure was successfully completed with the use of a fourth indeflator. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed however there was noted contrast inside the face plate housing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the leak appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.